Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature published by department of trauma surgery, medical university of vienna, in austria. The title of this report is ¿does an additional antirotation u-blade (rc) lag screw improve treatment of ao/ota 31 a1-3 fractures with gamma 3 nail?¿ which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at http://dx.doi.org/10.1016/j.injury.2016.10.032. This report includes research done on 270 patients between the period january 2009 and december 2014. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses periprosthetic femur fracture after 10 weeks and was treated with a long pfna (proximal femoral nail antirotation). The report states patient, with a ao/ota 31.a2.1 fracture, initially a standard 200 mm nail was chosen due to the fracture type and the general health state (asa 2).